Event description:
Additional information was received on (B)(4) 2013 that the clinical concerns about this patient seemed to have diminished / resolved. The initial suggestion that the patient had atrial fibrillation was incorrect, and the patient had been deemed medically fit by a cardiologist. The patient has atrial ectopics that are considered to be of no functional or pathological significance, and not related to her vns. The vns was restarted a couple of weeks ago without incident. Diagnostics were satisfactory.

Manufacturer narrative:
.

Event description:
On (B)(6) 2013, information was requested regarding vns and atrial fibrillation. The patient is treated for refractory major depression. The patient recently had the vns unit replaced due to battery depletion. The previous week, the patient presented to the physician's office to have her device programming and indicated that she had felt palpitations. Upon examination, the patient had an irregular pulse. An ECG earlier confirmed that the patient had atrial fibrillation. Follow-up with the patient's physician showed that the patient was a (B)(6) woman who suffers from refractory major depression. She was not responding to antidepressants, and was implanted with vns for the first time three years prior with good response to vns therapy in the treatment of the depression. In november 2012 the patient communicated that she was going to move to (B)(6) due to her husband's job and requested information to her doctor on how to proceed with vns. The physician interrogated the device and found it to be at eos. On (B)(6) 2013, the patient had her device replaced. Shortly after revision, the patient's settings were increased to half of her pre-revision settings. Normal hoarseness was noted. No diagnostics were run. During the week of (B)(6) 2013, the patient presented for a dosing appointment. The patient stated that she had palpitations. The patient had not presented a previous history of such; however, the patient was unsure whether she might have had palpitations before. The device was programmed off at that visit. Two days after the appointment, another medical professional reported that the patient was presenting atrial fibrillation detectable even 48 hours after the device was disabled. The patient was moderately obese and was treated for hypertension with amlodipine. The physician believed that it was possible that the present atrial fibrillation was related to the patient's hypertension and not vns, but this is still being investigated. The patient was seen by a cardiologist; however; no outcome from the cardiology study was available. No intervention is planned or taken so far. The atrial fibrillation is asymptomatic so far. It was detected by means of an EKG 48 hours after the device switch-off. The patient's antidepressants had not been modified. Of note, two months prior to revision, the patient underwent an EKG for a routine health check and anomalies were noted; however, these were regarded as technical problems of the EKG equipment.